Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
The pt was implanted with an ams sparc sling to treat her pelvic organ prolapse and stress urinary incontinence. It was reported that the pt has experienced mental and physical pain and suffering, has sustained permanent injury and physical deformity, has undergone or will undergo corrective surgery or surgeries, and other injuries.